Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that a patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited far-r oversensing and t-wave oversensing. The device was explanted and replaced on (B)(6) 2016 due to normal battery depletion (had reached elective replacement indicator).